Event description:
It was reported that during a patient check the patient¿s device was interrogated and showed high impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date.